Event description:
It was reported during knee arthroplasty that the impactor pad fractured upon final impaction of the femoral component. The procedure was completed with a secondary femoral impactor and no adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). G2: foreign, event occurred in canada. The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.